Event description:
It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, and acquired peritonitis manifested by cloudy effluent, abdominal pain, and weakness. The break in aseptic technique was further described as touch contamination. The patient was hospitalized and treated with unspecified antibiotics (into IV bags) for the peritonitis. The patient recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4).the cause of this peritonitis was use error described as a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.